Manufacturer narrative:
Although there was no reported impact to the patient, the event description indicates that some blood loss did occur. The estimated amount of blood loss was less than 250ml. The actual device used was not available to be returned to the manufacturing facility for evaluation. However, an unused, unopened sample from the reported product code/lot # combination was returned to the manufacturing facility for evaluation. Visual inspection of the unused returned sample confirmed there were no defects. Leakage testing conducted revealed no leakage. An evaluation of the retention samples from the reported part/lot combination and the surrounding lots manufactured was conducted. There were no visual anomalies noted during visual evaluation. In addition, functional testing confirmed all samples met manufacturing specifications. A review of the device history record of the product code/lot# combination confirmed there were no production related problems. A search of the complaint handling database confirmed there have been two similar reports for the reported part/lot combination. See MDR's 1118880-2015-00095 and 1118880-2015-00096. The exact cause cannot be determined and there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported valve leakage on the rss503 device. Follow-up communication from the user facility reported the following information: leakage was experienced from the cross cut valves during procedures; blood loss was less than 250ml; the procedure was completed; and the patient's condition was reported as excellent.